Event description:
Boston scientific received information that, during a follow-up procedure, this right ventricular (rv) lead displayed high out of range pacing impedance measurements. Technical services (ts) was contacted to discuss patient management. Lead fracture was not suspected because there was no sudden jump in impedance measurements. Other parameters were normal and within range. It was noted that no concrete measurement could be taken, and lead integrity could not be confirmed. The physician was advised to explant and replace this rv lead. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead was explanted and replaced.

Manufacturer narrative:
This rv lead was discarded at the hospital, so therefore, will not be returned for analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.